Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).

Event description:
Customer reportedly received the following results on 2 different meters within 1 minute: 164 mg/dl (aviva system) and 71 mg/dl (nano system). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.